Event description:
A physician reported a pt who was originally skin tested on 8/5/98 with negative results. On 10/21/98, the pt was treated in the forehead lines, glabella, nasolabial folds and cheeks. On 11/13/98, the pt was examined and the physician noted redness, swelling, firmness, and lumping at the glabella treatment site. The exact date of symptom onset was not known. The other treatment sites were asymptomatic. On 11/23/98, the pt was examined and the symptoms continued. The physician prescribed oral benadryl and cortisone cream. The physician believed this was problably a hypersensitivity to the collagen.